Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that patient presents at follow up with periprosthetic fx at distal tip of tibial stem. Surgery to address fracture and place a longer stem in tibia takes place uneventfully and no patient harm occurs. There was no surgical delay. The product was not returned to depuy synthes, however photos were provided for review. See (mills ap.jpg). The x-ray investigation revealed that the atun fem slv m/l 40mm full por was used in an off label manner with the att rev slv lps fem adp +0 and the lps intercalary segment 55mm to perform a fusion. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the atun fem slv m/l 40mm full por would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to user and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient presents at follow up with periprosthetic fx at distal tip of tibial stem. Surgery to address fracture and place a longer stem in tibia takes place uneventfully and no patient harm occurs. There was no surgical delay. Doi- (B)(6) 2023; dor- (B)(6) 2023; affected side- right knee.